Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose was 340 mg/dl. Subsequently, customer was hospitalized due to vomiting and diabetic ketoacidosis. Additional information was not provided. Multiple attempts were made to follow up with the customer, however, a response was not received.